Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system sample was returned for evaluation and the stent graft was still loaded in the catheter. The handle was broken off and not returned with visible signs of adhesive and sandpapered area on the metal rod where the handle was mounted. The guidewire lumen protrudes the proximal end of the device. The investigation is confirmed for break. There was no indication of manufacturing deficiencies. Based on the provided information and the evaluation of the returned sample, the investigation is closed with confirmed results for break of the handle. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. With regards to warnings, the IFU state: "examine the packaging and endovascular system to determine if there is any damage, defects or if the sterile barrier is compromised. Do not use the device if any of these conditions are observed". H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent graft placement procedure, the back white torquer was allegedly fell off when the stent was being threaded on to the wire. The procedure was completed with another stent. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent graft placement procedure, the back white torquer was allegedly fell off when the stent was being threaded on to the wire. The procedure was completed with another stent. There was no patient contact.